Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was leaking. Per service reports, this complaint cannot be confirmed. However, other defects were found during evaluation of the device. It was observed during evaluation that the motor was corroded and stuck. Further, there was short circuit in the motor cable. Moreover, the resistance values of the hand control were noticed to be drifting. The motor, motor cable and hand control set were replaced to resolve the issues. The device was cleaned, tested, and found to be fully functional. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the other identified failures. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliates via phone that the item was leaking. Additional information reported by the affiliate stated patient consequences did not occur.